Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that gas flow continuous through inspiratory port when the ventilator is on standby mode. The nozzle unit of the o2 gas module was found defective and replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No logs were provided and the replaced nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator experienced continuous gas flow through inspiratory port when the ventilator was on standby mode. There was no patient involvement. Manufacturer's ref.#: (B)(4).